Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed; however, the cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of prismaflex st100 set, an external fluid leakage was observed. It was further reported the "rubber part that opens and locks the bottom of the effluent bag fell off". There was no report of patient injury or medical intervention associated with this event. No additional information is available.